Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that at the time of implantable neurostimulator (ins) replacement, there were impedance issues with the system that the surgeon decided to ignore. The patient later reported that "shortly after implant" a rep told her that he could not get all of the leads to work. Pt states on one paddle he had 2 connections and on the other paddle he could only get one to work. Additional information received from a manufacturer representative (rep). Four out of the eight contacts were out of range. The rep attempted to program around the impedances. At the time of the last programming, the rep did not have any imaging of her leads. Later, the rep found out that the leads were implanted retrograde. There may be a different program that will work better now that the rep knew how the leads were implanted. The issue has not been resolved as the patient has too many other issues and doctors appointments to get through to be able to schedule a programming session with the rep. The rep was trying to schedule a reprogramming session with her. Additional information was reported that effective therapy was not achieved despite programming, and oor impedances. The patient stated it was less than 50%. The manufacturing representative (rep) add that the patient was made about why the doctor did not change the leads when the ins was replaced. It was noted that the health care provider (hcp) did not want to change the leads at the time. The patient told the rep they turned the ins off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider and a patient's representative. The healthcare provider reported that the patient's ins had been off and had not worked for a year. They were not with the patient. They were advised to have the patient charge their controller and implantable neurostimulator (ins) so they could activate MRI mode. The patient's representative reported that the patient hadn't charged their implanted device for about a year and after they received it, it wasn't helping them at all. The patient wasn't getting any good out of it, and that it was "firing sporadically" at times and the patient would feel the stimulation "flash in." They worked with a representative at the time to address the issue, but the implant did not help, and therefore they stopped charging it and stopped using it altogether. Now the patient was scheduled for an MRI and they needed to charge the implant in order to put it into MRI mode. They went to an MRI place a week ago and they turned the controller on, but they couldn't get it to show anything. They changed the date and time on the controller and now they were charging it. The green light on the controller was flashing and they plugged it into the ac power supply about five minutes before the call. It was reviewed that they should let the controller finish charging. They were advised to call back the following day for more assistance with charging the implant if needed.